Event description:
It was reported that pump triggered cartridge alarm 20 and customer experienced high blood glucose, with the display reading ¿high¿ but no specific value known. Customer gave correction insulin by injection and used multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, provided instructions for storage mode and pump return, advised customer to reprogram pump settings and reconnect continuous glucose monitor, and informed customer about updated pump software not being compatible with current sensor and to contact healthcare provider for a compatible sensor.